Event description:
A surgeon reported that a male who experienced a type ii open fracture of the lower leg in 2004, received op-1 implant and calstrux in conjunction with a metal plate and spongiosa implant in 2006 for a tibial pseudoarthrosis and experienced movement of the op-1 implant and calstrux to the soft tissue, which resulted in an empty pseudoarthrosis cavity, and a fluctuant, serous hematoma with drainage which included "op-1 implant granules" 1-2 days following surgery. There was never any reddening or pus and the c-reactive protein remained low. The surgeon suspects these events were related to the use of op-1 implant and calstrux. The events resolved without sequelae.